Event description:
The company was made aware the pt was experiencing sound quality issues. The device was suspected to have adhered to the dura mater. The pt's device was explanted. The pt was reimplanted with another cochlear device.

Manufacturer narrative:
.